Manufacturer narrative:
One syringe was received in the columbus plant for evaluation and the smeared print was identified; therefore failure mode was verified. DHR was unable to be performed as no lot number was provided. Based on the investigation results to date, root cause was not found due to no lot number given. However, it is possible that the following could have happened. Potentially a worn pad and low pressure. Swelling printer pad. Out feed chain or printer out of time due to jam. For each possible root cause the following would have had the below corrective actions performed. Replace pad, changed out pad, adjust timing. Conclusion: without a lot number the complaint can not be confirmed as relating to a manufacturing process.

Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd¿ syringe with bd luer-lok¿ tip was observed with the ¿scale marks blurred¿. There was no report of injury or medical intervention needed.